Event description:
Customer reported that the sensor and the insulin pump had issues with communication. Customer also reported that the sensor gave inaccurate readings and that the sensor will read low and shut off when the blood glucose reading was above 100 mg/dl. Customer also reported calibration errors. The blood glucose reading at the time was 148 mg/dl. Customer did not follow proper procedure and had been calibrating more than four times per day, and was advised to calibrate only three or four times per day. She also stated that sometimes upon removal, the sensor cannula had been bent or kinked. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.